Manufacturer narrative:
(B)(4). Claim# (B)(4).

Event description:
An article was published in european journal of ophthalmology; on (B)(6) 2022 entitled, "efficacy and safety after posterior chamber implantable collamer lens implantation according to preoperative anterior chamber depth: short-term comparative study." The article reports adverse events following icl implantation. The article referenced 3 cases of intraocular hypertension: 1 of which required surgical intervention. 3 cases of ticl rotation requiring surgical correction. 3 cases of excessive vault_2 eyes requiring lens rotation and 1 requiring exchange. 1 case of iol power miscalculation requiring exchange. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.